Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint. Additional protocode: krd. (B)(4). Very limited information was received. The sl-10 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location callouts are reference only. Articulating junction is undamaged. The coil is undamaged. No manufacturing defects were found. The complaint of possible damage to the coil is not confirmed. The coil was returned undamaged and was advanced and retracted multiple times with no problems encountered; therefore no root cause determination of coil damage can be made. The complaint of the coil not having a ¿one to one¿ movement during repositioning is not confirmed. The undamaged coil had a ¿one to one¿ movement during all advancement and retraction testing that was performed multiple times; therefore the root cause of the coil not having a ¿one to one¿ movement during repositioning cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The root cause of the event cannot be determined as the coil was returned undamaged and had a ¿one to one¿ movement during all advancement and retraction testing that was performed multiple times. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, the physician was recoiling an unruptured 6mm middle cerebral artery aneurysm on a (B)(6) female. The aneurysm was being recoiled as it had regrown. The type and lot number of the coils used during the previous coiling procedure is unknown. After placing the competitor's catheter into the aneurysm he decided to start coiling with a 6x25 delta maxx (bmx18062520/ p10124). The coil was prepared as per the IFU and no damages were noted on the coil prior to use, but while delivering the coil into the aneurysm said that it felt "funny... It did not seem to have a one-to-feel" while trying to reposition it. He decided to pull the coil completely out of the microcatheter to do a visual inspection. After doing this he could not ascertain whether the coil was damaged or not. He then made the decision to discard the coil and insert a new 6x25 delta maxx coil (lot unknown). This coil was delivered using the same microcatheter and detached without any issue. There was no resistance experienced between the complaint coil and the microcatheter; it was reported that the coil was not responding as it should. He subsequently went on to place a total of 8 coils without further issue, and the aneurysm was successfully obliterated. No harm came to the patient because of the first 6x25 coil. There were no additional interventions or medication required due to the reported event. An adequate continuous flush was maintained through the microcatheter at all times. Patient's condition was reported to have not changed and the patient's vessels were reported to be of low tortuosity. The complaint coil will be returned for analysis.